Event description:
The pt woke up felt light headed. Ate breakfast and took medications as normal. At two or 3 p.m. The customer tested blood glucose on suspect device and was 382 mg/dl. He suddently could not move or get up. The paramedics were called and when they arrived they tested his blood glucose on their device and it was 30 mg/dl. He was taken to the hospital and given glucose intravenous fluids. He stayed in the hospital for 3-4 days.